Event description:
Event description CPR received info that one of these possis sutureless myocardial leads (4320) had insulation damage, there both the (4320's) were capped. A bipolar endocardial tined lead (0010) was implanted.